Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/06/2016 with the following findings: during visual inspection of the pump, it was observed that there was moisture damage under the display lens and the pump powered on to a blank display screen. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. The pump as opened and there was moisture damage found on the display connector and keypad flex connector. A leak test was performed and failed due a crack in the pump case to the right of the display bezel. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.